Manufacturer narrative:
The insulin pump alarmed a47 due to corrupt history file, however pump downloaded properly to the carelink software noted. The insulin pump passed the self test and a21 error test. The insulin pump received with cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple error alarms on the insulin pump. Self test was performed and passed. Customer mentioned that the insulin pump was stored and not in use for an extended period of time. Customer's blood glucose reading at the time of the call was 149 mg/dl. No further information reported.